Event description:
The flex deflectable videoscope was returned to the service center with a report of failed leak test. This does not indicate an MDR reportable event, however, a reportable failure was found during testing at the service center. During inspection of the device, the image was found to be distorted, likely due to component failure. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed distorted device imaging could not be determined, however, the issue was likely the result of the imaging unit component failure due to repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.